Event description:
The balloon was inserted on (B)(6) 2018. The patient was admitted to the hospital on (B)(6) with severe vomiting, abdominal pain and sweating. The balloon was removed on (B)(6) 2018 and the patient was treated for dehydration. The balloon was removed with no issues and the patient is reported to be stable.